Event description:
In 2004 dr attempted to remove a 1/8" hemovac drain, model number 00-2550-002-10 from a pt postoperatively on the floor. The attempt failed when the drain allegedly broke. The physician cut off and discarded the torn end of the drain prior to bringing the pt back to the or for surgical removal of the remaining portion of the drain. The remainder of the drain was successfully removed and was sent to pathology.